Event description:
Customer reported erroneous differential test results were obtained on pt samples when using the coulter lh 500 hematology analyzer. The test results were determined to be erroneous when blast cells were identified on manual differentials. Test results printouts and data files were not provided by the customer. The dates of testing and number of pt samples involved are unk. It is unk if erroneous test results were reported out of the lab or if there was any affect to pt treatment. No reports of death or serious injury as a result of this event. This event represents event 3 of 3 events reported by the customer for one of three analyzers.

Manufacturer narrative:
Info concerning the test results and instrument performance was not provided by the customer. Root cause is unk. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. This MDR represents event 3 of 3 reported by this customer. This MDR is related to the following mdrs that have been reported. MDR 1061932-2011-01057, 01058.